Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not sufficiently sealing and caused excessive blood loss. The "sealing in progress" and "seal completed" tones were heard during this event. It was reported that the vse instrument insufficiently sealed tissue and then cut the tissue leading to bleeding that was not expected as part of the procedure. The estimated blood loss is unknown. It is unknown what intervention, if any, was performed due to this event. It appeared as if the vse was not getting sufficient power to properly seal the vessel. The procedure was delayed greater than 30 minutes while a new vse instrument was retrieved to be used for the remainder of the procedure. The vse instrument issue did not involve a complete lack of energy, there was no delayed sealing, the instrument would partially cauterize the tissue, but the cut function worked fine. It was reported that this vse instrument never worked during the procedure. No error messages were received regarding this event. No fragment fell into the patient. The procedure was completed as planned and the procedure is reportedly doing well.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for investigation. The vessel sealer logs for this event could not be reviewed as the da vinci system was not connected to onsite during the procedure.